Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), which is part of the mid-life display of replacement indicators product update classified as a product advisory and initially communicated on 3/10/2007, was explanted without allegation. There were no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing a charge time of 31.69 seconds at a monitoring voltage of 2.56 volts. Elective replacement indicator (eri) had never been declared. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed. As no further information concerning this report is expected, investigation is considered complete. This report will be updated should further information be provided.